Event description:
The user facility reported that when the user pulled to withdraw the guidewire during a venogram procedure some of the sheath was sheared off. A snare device was used to remove the detached material from the pt. The user facility reported that the procedure was completed successfully and that pt is fine.